Manufacturer narrative:
Correction: d4 additional information: h10: we have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out across all pico 7 products. There have been further complaints reported with this issue in the past three years. The device was used for treatment in which it was found that all illuminator lights were solidly illuminated. The returned device underwent a functional evaluation. No issues were found from an initial visual inspection. Data extracted from the device showed that the device delivered therapy for around three days before entering a non-recoverable error state. This confirmed a relationship between the event and the device. The device entered this state as it experienced a drop in pressure which was out of safe range. This is a patient safety feature in which the pump must be removed and replaced. It is not known what caused the device pressure to change so rapidly, however it is possible that it was due to an external source. We have not been able to identify a definitive root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
We have now completed our investigation into the reported complaint. No samples were received for this complaint therefore visual inspection and functional evaluation could not be performed. No sample for this complaint is currently available preventing a more thorough investigation. If the product becomes available in the future, this case may be reopened. A potential cause for the issue experienced are if the pump was started before the dressing was applied and fully compressed, and before the tubing / fixation straps was securely connected. If the pump was trying unsuccessfully to gain negative pressure for a prolonged period it may have entered a non-recoverable error state. This state can be identified by all indicators being solidly illuminated. Prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that a pico 7 pump malfunctioned in a theatre case. Apparently, when they went to connect the pump to the dressing all the lights simply lit up on all the illustrations. Subsequently, the pump failed to operate. There is no further information as to what was done following the incident. The surgeon did not use the pico after this event.